Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that a patient presented with mild corneal edema and corneal abrasions, one day following lasik surgery. The patient reported that the left eye was very sore. In a follow up, the technician reported that the patient was treated with a bandage contact lens for one day. He returned one day later for follow up, the event had resolved, and the bandage contact lens was removed. No further information is expected.